Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: litigation alleges pain and metallosis.

Event description:
Update ad 12 apr 2018: pfs, ppf, and medical records received. Pfs and ppf alleges pain, injury, metallosis, elevated metal ions, and metal wear. After review of medical records, the patient was revised to address failed total arthroplasty secondary to metallosis. Revision notes reported septic caseous material and area of sequestered bone, osteolysis found on the stem, metallosis on the trunnion and the metal shell. There were no laboratory results provided for the alleged elevated metal ions.doi: (B)(6) 2011; dor: (B)(6) 2016; left hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. In addition to what were previously reported. Pfs alleges no new information. After review of medical records for reportability, patient was revised due to failed left total hip arthroplasty secondary to metallosis. Operative notes reported of large amount of purulent fluid, septic caseous material was found in sequestered bone area and stem was found with some osteolysis. It was reported that there was metallosis on the trunnion and metal shell that found to be extensive. It was indicated that there was a lytic lesion in the proximal femur.